Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the printer is noisy. Analysis also found the ps (power supply) output thermal functional test failed; power supply found out of electrical specification. Concomitant medical products: 229047 analysis. (B)(4).

Event description:
It was reported the printer is making a loud noise. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.